Event description:
Customer reported receiving a failed battery test alarm and stated that the insulin pump has not come back on. Customer realized that she had the battery in the incorrect way. Troubleshooting was performed and the blank display did return with the insertion of a new battery. Customer's blood glucose reading at the time of the call was 283 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge